Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was serviced on-site by a field service technician. A visual inspection and power on self test were performed. The damaged power cord was identified during this visual inspection. The cause of the condition was determined to be blown fuses. To correct the condition, the fuses and power cord were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have fuses blown. No additional information is available.